Event description:
The tubing attached to the vented spike adapter separates from the hard plastic, solution therefore spills out. Vented ball gets stuck. Solution spills out into the environment through the vented opening. Reported problem to MFR.